Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra meter would not power on. The medical surveillance specialist (mss) spoke with the pt on february 11, 2010 and obtained the following information. The pt reported that the alleged power issue began on (B) (6) 2010 (time not recalled). Despite the alleged issue , the pt claimed he continued to take his usual dose of oral medications (type unk). Prior to when the alleged issue started, the pt reported that he was feeling dizzy; however, began to feel "worse" 3 or 4 hours after the alleged issue began. The pt stated that in addition to feeling dizzy, he began to feel confused, tired, shaky, and had difficulty breathing. The pt reported that 1 or 2 days after the alleged issue began, he saw his physician. The pt confirmed his blood glucose was tested on another device during the doctor's office visit; however, the pt did not recall what the reading was. In addition, the pt claimed his doctor administered a shot during the office visit; however, the pt could not confirm if the treatment was in response to a high or low blood glucose. At the time of troubleshooting, the cca noted that the pt did not replace the subject meter's battery as recommended in the owner's booklet. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.